Manufacturer narrative:
No bends or kinks were found on the exposed soft cannula. The investigation found a hole in the exposed portion of the soft cannula. Upon rotation of the ratchet gear, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. The formed needle was found exposed. Investigation found the hard cannula not sitting in the slide retract which had fully retracted. Damage was found on the slide retract where part of the hard cannula would normally sit in.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Mild ketones were also present. As treatment, a manual injection of insulin (9 units) was delivered and a new pod was applied.